Event description:
It was reported that the customer was receiving calibration error alerts and was changing out her sensors afterwards. The customer also experienced low blood glucose levels when she over bolused for food that she did not eat. The customer's blood glucose was 30 mg/dl, and she treated herself with a glucagon injection. The customer stated that she was treated in her home by emergency medical services on (B)(6) 2013 due to this incident. The customer was able to be treated without needing to be hospitalized. Explained to customer the calibration error alert and possible causes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.